Event description:
Reporting status: serious injury. Reporting ratioal: restenosis medical intervention device issue none. It was reported that the vision stent ws implanted in 2005. Another company's stent was deployed in 2006 due to the restenosis of the vision stent. No additional event or patient information is available.

Manufacturer narrative:
Quality engineering determined that there does not appear to be any indications of a stent delivery system quality problem. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting.